Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. No repair history was identified in the last 12 months. The reported issue was duplicated through visual and the liquid-crystal display (lcd)screen inspection where a delaminated upstream occlusion seal was identified, and the device showed an inaccurate time and date. To fix the issue, the liquid-crystal display (lcd)screen, uso seal were replaced, and the device was charged a minimum of three days. The device was able to hold date /time and thereafter passed all the validation tests. A new version of software was also updated.

Event description:
The customer returned the product for damaged lcd display and battery compartment.), during physical inspection it was found that the upstream occlusion (uso) seal was delaminated/buckled. There was no patient involvement.